Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 6.0 x 40 40cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6 x 40 x 5.3 x40 mustang balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: a mustang balloon device was received for analysis. The device was returned still inside the customer¿s severely kinked and twisted 5fr introducer sheath which was used during the procedure. A visual examination confirmed that the balloon had been subjected to positive pressure. Due to the condition of the balloon material it was not possible to remove the device from the 5fr introducer sheath. A visual examination identified a complete circumferential tear in the balloon material 14mm distal to the distal edge of the proximal markerband. 20mm of balloon material was attached to the proximal balloon bond and 18mm of bunched balloon material was attached to the distal section of the balloon shaft. Solidified blood was noted on the inside and outside of the balloon material. Due to the complete circumferential tear and bunching at the distal section of balloon material it was not possible to remove the device from the severely twisted and kinked 5fr introducer sheath. A microscopic examination on the balloon material identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the markerbands or tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. An e-DHR (electronic device history record) was performed and no issues were noted with the batch that may have led to the complaint. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 6.0 x 40 40cm mustang¿ balloon catheter was advanced for dilation. However, during the third inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6 x 40 x 5.3 x40 mustang balloon catheter. There were no patient complications nor injuries reported.